Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the pump is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, the battery compartment was observed to be stripped. Due to the stripped battery compartment the battery cap was hard to remove/insert. The battery cap was found to be damaged and a test cap was used for all steps. The test battery cap was hard to remove/insert as well. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.